Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: exhaulation obstruction: debris seen in inspiratory port . No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamiton medical ag: exhaulation obstruction. Debris seen in inspiratory port . No health consequences or impact.